Manufacturer narrative:
(B) (4)device was not being returned for evaluation.(B) (4)

Event description:
Patient developed post-operative condition with itchy skin over the body one year after the surgery with twinfix anchor. His doctor now wants to find out, whether he is allergic to the twinfix material or the suture. Initial allergy testing was negative, and it was determined invalid due to patient's condition with pneumonia during the use of the device. This incident will be reassessed once further testing information becomes available.